Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the operating room staff called in to report a non-recoverable fault 316. Initially, an intuitive surgical, inc. (Isi) technical service engineer (tse) was unable to locate the reported error but found error code 40 pointing to the surgeon side console (ssc) 2. The tse guided the caller through shutting down the system and performing a hard power cycle on the vision side cart (vsc). The caller was then instructed to check the blue fiber connections, discovering a disconnected blue fiber cable at the ssc 2. The tse confirmed that the cable was disconnected while the system was on. After reconnecting the cable and ensuring all carts were in standby, the vsc was powered back on, and the system restarted without error. The call ended as the customer continued with the procedure. Later, the customer called back with a new error 41014, and the tse recommended a hard power cycle, but the case conversion had already begun before the call. The procedure was converted to a traditional laparoscopic procedure with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the generic cart controller (gcc) and the personality module surgeon console (pmsc). The system was tested and verified as ready for use. The gcc has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. The gcc was installed onto the golden system, performed calibration passed where the component functioned as expected, and there was no error code present. The golden system was set to run 10 power cycles and sat idle for 30 minutes. Once testing was completed, the board voltages was inspected, and all channels was operated within range. The system error logs were inspected, but no error could be identified. As a result of these findings, fa concluded that no root cause attributed to the reported issue. The pmsc has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. Visual inspection, digital video interface ports on both video input leafs and surgeon console leaf 1 were found damaged due to wear and tear. The pmsc was installed onto the golden system where the component functioned as expected. The golden system was set to run 10 power cycles and sat idle for 45 minutes. Once testing was completed, the system logs were inspected, but no error could be identified. As a result of these findings, fa concluded that no root cause could be attributed to the reported issue.